Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection and sepsis could not be conclusively determined through this evaluation. Additionally, review of the log file provided by the account confirmed low flow alarms. Although a specific cause for these findings could not be conclusively determined through this evaluation; the account reported that the alarms improved with volume treatment. A direct correlation between heartmate ii lvas, serial number (B)(6), and the patient¿s volume issues could not be conclusively established. The submitted log file contained data from 12:53:50 through 15:04:31 on (B)(6) 2020, per the timestamps. Intermittent low flow hazard alarms were captured throughout the file due to the estimated flow continuously dropping below the low flow threshold of 2.5 lpm, to a range of 2.3-2.4 lpm. The observed events were not associated with elevations in pump power or pi events. No other atypical events or alarms were captured. Despite the observed events, the pump appeared to function as intended and operated above the low speed limit for the duration of the file. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists infection (localized, driveline, and pump pocket) and sepsis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Furthermore, several sections of the hmii IFU and patient handbook provide care instructions regarding how to prevent infection as well as the suggested responses in the event an infection occurs. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes situations which may result in a low flow hazard alarm, including changes in patient condition. Section 6 of the IFU, ¿patient care and management¿, explains that pump flow is estimated from pump power and pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section further explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions, including the low flow hazard alarm, as well as the appropriate actions associated with each condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 16feb2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 for fever, hypertension, and an elevated inr. It was noted that it was unclear what the fever was due to but possible pna vs chronic driveline infection as a source. The inr was decreased with oral intake.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection and sepsis could not be conclusively determined through this evaluation. Additionally, review of the log file provided by the account confirmed low flow alarms. Although a specific cause for these findings could not be conclusively determined through this evaluation; the account reported that the alarms improved with volume treatment. A direct correlation between heartmate ii lvas, serial number (B)(6), and the patient¿s volume issues could not be conclusively established. The submitted log file contained data from 12:53:50 through 15:04:31 on (B)(6) 2020, per the timestamps. Intermittent low flow hazard alarms were captured throughout the file due to the estimated flow continuously dropping below the low flow threshold of 2.5 lpm, to a range of 2.3-2.4 lpm. The observed events were not associated with elevations in pump power or pi events. No other atypical events or alarms were captured. Despite the observed events, the pump appeared to function as intended and operated above the low speed limit for the duration of the file. The account reported that the patient was previously admitted for fever, hypertension, and an elevated international normalized ratio (inr). The source of the patient¿s fever was unclear; however, it was likely caused by the patient¿s pneumonia or chronic driveline infection. Details regarding the patient¿s hypertension were unable to be provided. Additionally, the patient¿s elevated inr was reportedly caused by a decrease in oral intake. After being discharged on (B)(6) 2020, the patient was then readmitted on (B)(6) 2020 with nausea and vomiting; however, the patient¿s temperature was normal and the patient had a mean arterial pressure (map) in the 70s. On (B)(6) 2020, the patient was found to be hypotensive with maps dropping to 50/0. The low flow alarms as well as the patient¿s maps improved with volume treatment; however, the patient remained hypotensive with lactic acidosis. The patient was then transferred to intensive care unit (ICU) level of care for fungal sepsis secondary to pneumonia. The patient was treated with intravenous (IV) antibiotics and antifungals. The patient was later transferred to hospice care. The patient remained ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), until (B)(6)2020 when the patient ultimately expired due to events unrelated to the device. No product was returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 16feb2016. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists infection (localized, driveline, and pump pocket) and sepsis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Furthermore, several sections of the hmii IFU and patient handbook provide care instructions regarding how to prevent infection as well as the suggested responses in the event an infection occurs. Section 6 of the IFU, ¿patient care and management¿, states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. Section 6, under ¿anticoagulation¿, also provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes situations which may result in a low flow hazard alarm, including changes in patient condition. Section 6 of the IFU, ¿patient care and management¿, explains that pump flow is estimated from pump power and pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section further explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions, including the low flow hazard alarm, as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was readmitted on (B)(6) 2020 after being discharged on (B)(6) 2020. The patient had symptoms of nausea, vomiting, fever and map (mean arterial pressure) was in the 70s. A log file was sent in for analysis which found persistent low flows. It was reported that the patient had the alarms improve with volume intake. The patient had multiple infectious issues, which included chronic mssa (methicillin-sensitive staphylococcus aureus) driveline infection and candidemia. The patient was hypotensive with lactic acidosis. The patient was placed on intravenous antibiotics and antifungals. The patient was transferred to the ICU (intensive care unit) for fungal sepsis secondary to pneumonia and not related to the driveline. No further information was provided.